Event description:
The symbiq pump began infusing at 1:08:59. At approximately 21:09:43 the pump alarmed with malfunction alarm s421 motor error, subgroup 19, code: pump incremental bolus undershoot. Urgency high, alarm ID 132, generic arg 1: 4163, arg 2: 0 arg 3:0, arg 4: 0. The alarm was acknowledged and the cassette was eventually ejected. The infusion was stopped and the pump powered down. I have registered this problem with the OEM and have returned it for analysis.